Event description:
On (B)(6) 2026, the patient underwent a catheter placement procedure using the glidepath hemodialysis catheter in the right internal jugular vein. During the puncture procedure, blood leakage occurred from the introducer needle within the catheter set. It was further reported that the bleeding occurred due to a gap at the pink connector of the introducer needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The first photo shows the partial view of needle hub which was noted to be cracked. The second photo shows the product details mentioned on the package which are matched with tw details. Therefore, investigation is confirmed for the reported needle connector fracture and fluid leak issues. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.